Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia with a lowest blood glucose of 68 mg/dl lasting about 30 minutes, during which the device was reportedly alerting for low glucose and the user treated with oral carbohydrate (juice); troubleshooting and education were provided and glucose returned to range later. Symptoms included none such as loss of consciousness or dizziness. Outcomes included self-treatment without medical assistance and no hospitalization. Investigation included complaint intake review and user coaching on hypoglycemia response and expectations during early use. Investigation of this case revealed no device malfunction and an undetermined cause for the hypoglycemia given early adaptation to the system and reported glucose fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.